Manufacturer narrative:
The meter has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the meter remote was emitting recurring meter error 1 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1 - device evaluation: the meter remote has been returned and evaluated by product analysis on 10/10/2015 with the following findings: a review of the meter history indicated a meter error 1 sub-code 17 had occurred, indicating a rf failure. The meter powered on normally and successfully paired with a test pump. No errors occurred during investigation. The complaint was observed in the meter history but could not be duplicated on investigation.